Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat paroxysmal atrial fibrillation, a tissue was observed to be stuck on the catheter. The physician attempted to wire the right inferior pulmonary vein (ripv) with multiple attempts and catheter manipulation. The spline was inverted and persistently present in the basket and flower configuration. During one attempt to correct the spline inversion, the wire became immovable. Instructions were given to advance the wire and pull back the catheter, but multiple attempts were unsuccessful. The physician then pulled back the catheter and wire into the sheath, noting a possible tiny piece of tissue stuck to the wire, catheter. The catheter was manipulated out of the body but attempts to reuse it revealed that the splines appeared non-functional. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.

Event description:
It was reported that during a procedure to treat paroxysmal atrial fibrillation, a tissue was observed to be stuck on the catheter. The physician attempted to wire the right inferior pulmonary vein (ripv) with multiple attempts and catheter manipulation. The spline was inverted and persistently present in the basket and flower configuration. During one attempt to correct the spline inversion, the wire became immovable. Instructions were given to advance the wire and pull back the catheter, but multiple attempts were unsuccessful. The physician then pulled back the catheter and wire into the sheath, noting a possible tiny piece of tissue stuck to the wire, catheter. The catheter was manipulated out of the body but attempts to reuse it revealed that the splines appeared non-functional. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. The catheter was received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory, visual inspection revealed that the catheter shaft was kinked at the distal section. No issues were observed on the splines of the device. The allegation of spline damage or spline inversion was unable to be confirmed. Additionally, no tissue damage was observed. An attempt was made to insert the guidewire, but it could not be fully advanced due to the obstruction in the kinked section of the catheter shaft. The catheter was dissected for further inspection. It was found that the guidewire lumen was kinked at the same location of the kink that was found in the catheter shaft. This kind of catheter shaft kink issue could be related with some other factors such as excessive handling of the device, the technique of the guidewire insertion used by the physician and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity.